Manufacturer narrative:
Evaluation summary: the reported incident twinfix screwdriver blade could be confirmed for standard screw. The visual investigation of the screwdriver blade reveals that the surfaces of the both hexagon geometries at the tip are fixed in parallel. The edges of both hexagon geometries show damages. At the coupling, the edge of the round shaft shows a damaging. During the normal usage the damaging could only resulted by the retaining ball of the screwdriver handle, if the screwdriver blade was not fully inserted. As a result the not torque transmission is possible. Functional inspection as per IFU 'the screw extractor can be used to remove the screw if the hexagon socket of the golden screw component is rounded.' The review of the event description reveals that there was a misunderstanding in the usage of the screwdriver blade. The emergency screwdriver is not to be used as an extraction blade, but the standard screwdriver blade is to be used for insertion and explantation. Only in case of a round out screw head, which might happened during insertion and explantation), the emergency screwdriver blade is to be used to extract the screw. The dimensional inspection of the screwdriver blade reveals that the product is according to specifications. Thus a detailed simulation of a rounded screw was deemed to be not necessary. Dimensional inspection as far as the damages enable the usage of the dimensional inspection of the screwdriver blade, the relevant dimensions have to be found within specifications. Based on the investigation the root cause of the reported event was attributed to a user related handling issue. The non-fitting of the emergency screwdriver blade to the screw is based on the misunderstanding that the emergency screw has to be used for standard explantation. The labeling clearly reveals that 'the screw extractor can be used to remove the screw if the hexagon socket of the golden screw component is rounded. The smaller hexagon on the tip of the screw extractor is slightly larger than the hexagon on the standard blade 07-40220. This allows the screw extractor to grip even if the hexagon socket is rounded.' Additionally the damaging of the coupling indicates that the screwdriver blade was not properly connected to the screwdriver handle and might have additionally caused that no torque could be transferred. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material or manufacturing related problems were not determined in the investigation.

Event description:
The sales representative reported the following information on- three screws were trying to be removed with the emergency removal blade, but it destroyed the screws. This caused a one hour delay in surgery. The screws were left in.

Event description:
The sales representative reported the following information on- three screws were trying to be removed with the emergency removal blade, but it destroyed the screws. This caused a one hour delay in surgery. The screws were left in.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.